Event description:
On (B)(6) 2009 patient underwent a vaginal hysteroscopy, dilatation and curettage, and resectoscopic myomectomy. Patient then requested to stay at the facility because she was experiencing pronounced pain after the surgery. Patient remained in severe pain over the ensuing hours despite being administered medication. Hours later, x-rays and ultrasound were ordered which revealed results consistent with uterine perforation. On (B)(6) 2009, patient underwent emergency surgery to repair the perforated uterus and bowl; which was performed at (B)(6). The patient developed peritonitis and other complications that required her to remain hospitalized until (B)(6) 2009. Devices used in the initial surgical procedure are as follows: (B)(4) - hysteroscopic reciprocating morcellator, (B)(4) - hysteroscopic rotary morcellator, (B)(4) - hysteroscopic procedure kit, (B)(4) - hysteroscopic insert, and a part number unknown hysteroscopic morcellator rental. Smith & nephew sales rep. Was present for the procedure on (B)(6) 2009, at which time she was not aware of an adverse event that occurred during the procedure.

Manufacturer narrative:
(B)(4).